Manufacturer narrative:
If explanted; give date: exact date not provided. Only provided as february 28th. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was explanted from patient's operative eye as the patient complained about glare & halos. There were no issues regarding visual acuity (va) (0.8 for distance), but daily activities was affected especially at night time. Patient vision pre-operative is far: 0.8 near: j4 (decimal) and vision post-operative is far: 0.5 near: j2. Another competitor lens was used as the replacement. There was no vitrectomy, incision enlargement, or sutures required. Patient status reported as temporarily impaired. No other information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that this the following justification inadvertently was not entered in section h10 of the initial MDR report; therefore, the information has been captured in this supplemental MDR report as indicated below: section a2, a4 and a5: unknown/ not provided (patient information cannot be provided due to local personal data privacy legislation/policy). Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: aug 12, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed the lens was returned cut in half. No defects that could contribute to visual issues were observed. No additional defects were observed. Conclusion: the complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data and additional information: section b3: date of event: should have been indicated as unknown in the initial report. Then explained in h10 in initial report as section b3: date of event: unknown, not provided. Best estimate of date of event is between nov 9, 2021 and feb.19, 2022. Section d6b: explant date info was received on aug. 30, 2022, explant date is feb.19, 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.